Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient (pt) with an implantable neurostimulator (ins). The patient reported they had problems with their system and were receiving a very uncomfortable burning sensation over the ins battery site, and also have gotten numerous sensations of being shocked. The patient reached out through their doctor to see if they could get a representative to contact them to get some help with this; the pt noted a rep had contacted them, but they were requesting a different rep in the area.